Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient originally had a procedure done on (B)(6) 2013 at levels th12-l2. Since getting the bone union, the screws were removed on (B)(6) 2014. It was discovered that the right l2 screw was broken and broken piece was remained in the body. No breakage was seen with the updated CT and MRI scans which had been taken in (B)(6) 2014. This is report 1 of 1 for (B)(4).